Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rep contacted tsv to inform us the patient experienced a lead perforation one day after the implant. The lead was successfully repositioned and the patient is doing well.